Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb) the roller pump occlusion was slipping. As mitigation, the occlusion was increased to fix the issue and finish the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the end user, the quarter inch tubing was occluded but not the 3/16 inch tubing with the crystalloid fluid. The field service representative (fsr) could not verify the reported complaint. The fsr replaced the roller pump and completed testing. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the six inch cardioplegia (cpg) roller pump appeared to be losing its occlusion. The manufacturer's clinical specialist spoke at length with the perfusionist and she confirmed that after proper occlusion of their 4:1 perfusion tubing while priming, the smaller tubing appeared to be under-occluded after they were on bypass, as evidenced by the crystalloid cpg medication solution continuing to fill the cpg circuit when the pump was not running. The proper occlusion technique was reviewed with the perfusionist and she was encouraged to make sure that all of her staff was occluding properly. It was also agreed that she would send back the roller pump for examination as she still insisted that it was occluded properly at the beginning of the case and that the occlusion had slipped after they were on bypass. There was no change out, no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
Per data log review: the complaint indicated that the issue occurred on (B)(6) 2022 but there are no log entries on that date. The only thing unusual in the logs was on (B)(6) 2022, as there were an unusual number of pump start - pump stop events. Normally nothing is logged to indicate an occlusion issue. In this case the complaint cannot be confirmed with the logs. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump ran for 70 hours with no change in occlusion. It was determined that the roller pump met specification. The service repair technician (srt) release tested the roller pump successfully. The unit operated to the manufacturer's specifications. The field service representative (fsr) reinstalled the roller pump to the user facility and completed all testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.